Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing alerts occurred due to the right ventricular lead oversensing noise. No changes or interventions were reported. There were no patient consequences.